Event description:
New information indicated the device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The backup was due to ID bit corruption. A product download restored device operation.

Event description:
It was reported that the pulse generator was in backup vvi mode. A device software download was unsuccessful and no further intervention was reported. No patient symptoms were noted.